Manufacturer narrative:
Concomitant medical products: 419478 lead; 694958 lead, implanted (B)(6) 2007 dtba1d1 ICD, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the right ventricular (rv) pacing lead. Reprogramming was performed and the lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.